Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a sheath catheter: there was one (1) patient who experienced cardiac tamponade which required pericardiocentesis. The status/location of the sheath is unknown. No further patient complications have been reported as a result of this event.